Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient claimed inaccuracies up to 80 to 100 points off, however, no sample readings were provided at the time of the call. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.